Manufacturer narrative:
(B)(4). The customer reported fault: battery is malfunctioning where it only lasts 5 to 6 minutes. There was no reported pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported fault: battery is malfunctioning where it only last 5 to 6 minutes. There was no reported pt involvement.